Event description:
It was reported that the user experienced a prolonged low glucose episode while using the ilet system with a dexcom g7, treated with 15 grams of oral carbohydrates, with the cgm showing low and no glucometer confirmation. Symptoms included hypoglycemia, confusion/disorientation, diaphoresis, and shaking/tremors. Outcomes included an unexpected medical intervention in the form of medication (oral glucose). Investigation included communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed no findings available, no specific medical device problem or component identified, and insufficient information to attribute the event to the device. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial